Event description:
It was reported that during a vats esophagectomy procedure, the staple line was not complete a third of the way after the third firing of the device. A bleeder was found on the gastric staple line. The surgeon sutured the bleeder. "This is the explanation for the 20 minute delay during surgery". The patient also lost 100cc of blood. It was not reported how the procedure was completed.

Manufacturer narrative:
Date sent: 08/08/2008. Information anticipated, but unavailable at this time.